Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial#: (B)(6), product type: recharger analysis of the recharger, model 97755-s, s/n (B)(6) found recharge antenna failure - controller wont power on when rtm is plugged in. Recharge antenna frayed - cable insulation is frayed/peeling away on the connector cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that the casing is coming off their recharger as the cord is damaged and it's getting really hot. Caller added that they can charge the top battery (the controller), but it won't charge the bottom (implantable neurostimulator (ins)). The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. Caller's device information was not registered. Agent attempted to walk caller through their controller to locate device information. Initially caller stated the controller was not turning on at all. Agent attempted to walk caller through resetting the controller, and caller proceeded to reset the controller and put the battery back in prior to instruction, so controller serial number was not collected. The controller powered on. Caller was able to locate implant information however the serial number was not listed. Agent sent known information to prs.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.